Event description:
The customer reported that the insulin pump alarmed during the manual prime process, and insulin squirted out. Troubleshooting was performed. The blood glucose reading was 130mg/dl. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.